Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/13/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that a rash developed on the abdomen around the sensor patch. The sensor was removed a couple of days after insertion due to the skin irritation. The patient visited a dermatologist and was prescribed hydrocortisone style cream for the skin reaction. At the time of contact, it was indicated that the patient was no longer using sensor patches. No additional event or patient information is available.